Event description:
It was reported that during a procedure at the user facility the angled long saber attachment was not working which caused a 30 minute delay to the procedure. No additional anesthesia was required. The procedure was completed successfully using back-up equipment; no medical intervention or adverse consequences reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the angled long saber attachment was not working which caused a 30 minute delay to the procedure. No additional anesthesia was required. The procedure was completed successfully using back-up equipment; no medical intervention or adverse consequences reported.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that lubrication in the nose bearing was broken down in the device and a bearing was shattered. The attachment is not a repairable device and will not be returned to the user facility.